Manufacturer narrative:
Corrected data: upon further review it was noted that initial report of conclusion code 67 in investigation conclusion was incorrect. Correct conclusion code must be 4315. Field below updated to correct code initially reported. H6: investigation conclusion: 4315 (caused not established). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 01-dec-2021. Section h-3: device returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed a simplicity cartridge without viscoelastic residue inside of it. Further inspection revealed a lens overridden and stuck inside of the cartridge. The handpiece was disassembled, and the assembly was inspected, presenting with no cosmetic issues. The lens was removed from the cartridge, but it was damaged in the process. The lens was cleaned and presented with damage to the optic body. The complaint issue haptic damaged could not be confirmed. The complaint issues stuck in cartridge and lens damaged could be confirmed; however, they may be attribute to an inadequate amount of ovd used, suggested by the lack of viscoelastic residue inside of the cartridge, and the process of removing the lens from the cartridge, respectively, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during product handling and prior to insertion the pre-loaded intraocular lens (iol), the lens was stuck in the cartridge and haptic was getting crushed; there was no patient contact. Through follow-up, additional information was received stating the lens and/or haptics was damaged in the pre-loaded device prior to patient contact and the same model and diopter backup lens was used with no issues. No further information is available.

Manufacturer narrative:
Patient age/date of birth, patient weight, and ethnicity and race: not applicable as there was no patient contact. Date of event: unknown as information was not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.